Event description:
It was reported that the patient experienced syncope and there was intermittent capture at maximum output on the right ventricular lead. It was also noted that under fluoroscopy, the lead tip was bending at a right angle with each contraction. The lead was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.